Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. The tissue pad was examined and normal wear was visually seen. There were no anomalies noted with the functionality of the device. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. The reported incident could not be recreated nor confirmed.

Event description:
Note: this report pertains to the submitted maude event report #(B)(4). It was reported to boston scientific corporation that an unknown sling system was placed in 2001.

Event description:
Per user facility medwatch (B)(4), while using the harmonic device the "foot plate" on the instrument disintegrated and pieces fell into the patient's wound. The pieces were retrieved and removed from the wound. A new "hand piece" was opened and the case continued. No adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 9/14/2010. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. (B)(4).